Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not boot. It was also indicated that the hard drive health was less than ninety-nine percent. The hard drive was replaced, reimaged and loaded with updated software. It was also indicated that the electrocardiogram connector was loose. The printed circuit board was replaced and calibrated. It was also indicated that the media bay door would not stay closed and therefore was replaced. The programmer passed functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would not boot. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.